Manufacturer narrative:
Concomitant medical product: product ID: 977c165, serial #: (B)(4), implanted: (B)(6) 2020, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep). It was reported that the cause of the lead migration was not determined. The rep indicated that the issue resolved.

Manufacturer narrative:
Concomitant medical products: product ID: 977c165, serial# (B)(4). Implanted: (B)(6) 2020. Product type lead. Other relevant device(s) are: product ID: 977c165, serial/lot #: (B)(4), ubd: 18-nov-2024, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
The healthcare provider (hcp) reported via the manufacturer representative that there was lead migration to the anterior section. Th ere were no known external or patient factors that contributed to the issue. The patient had a CT that showed the migration. A revision surgery was planned for (B)(6) 2021. The issue was not resolved at the time of the report. It was noted that the patient had tenderness over their left ribs given where the device was located.